Manufacturer narrative:
Conclusion: the complaint investigation confirmed the balloon could not be removed from the sheath. The returned sample inflated and deflated without difficulty. The distal portion of the balloon bunched up at the tip when being pulled back through the sheath due to the balloon not being completely deflated at the time and the tact was not in place. The exact cause of the complaint is unk. It is possible the tact was not in place due to handling of the balloon. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: before removing catheter from sheath it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Physician used the balloon for an angioplasty. After one inflation, the balloon would not deflate. He had to play with it for a minute or two before he could get the balloon to deflate. The balloon would not wrap properly and the physician had a hard time getting the balloon out of the sheath.